Event description:
It was reported that following pulse generator change out; when placing steristrips, pectoral muscle stimulation was noted with applied pressure to the chest. The atrial lead remained implanted for sensing purposes and the patient's device was reprogrammed to vdd to disable atrial pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.